Event description:
Initial report received on (B)(6) 2012: this spontaneous case was reported by a dermatologist and involves a (B)(6) female pt. She was treated three times by the health professional with poly-l-lactic acid (sculptra, batch-no. Unk) for cosmetic skin procedure. Treated areas: nasolabial folds, corner of mouth, and cheeks. Dosage: for each treatment, one bottle of poly-l-lactic acid diluted in 5 ml h2o was used in combination with 1.5 ml xylonest for local anesthesia. First treatment took place on (B)(6) 2011, last treatment was performed on (B)(6) 2011. On (B)(6) 2012, the pt contacted the dermatologist. For appr. 10 days (start date by end of (B)(6) 2012), the pt suffered from single indurations with feeling of tension of lower half of face. The dermatologist advised the pt to a dermatological hosp. A biopsy was done, result: no finding. Due to the negative findings, no corrective treatment was performed. On (B)(6) 2012, the pt contacted the dermatologist again. Signs and symptoms improved, however, a lawsuit was under discussion. Previous anaesthetic treatment was denied by the pt (this statement was questioned by the dermatologist). Further biopsy is scheduled for (B)(6) 2012 in hosp.

Manufacturer narrative:
A product-technical exam ((B)(4)) was initiated. Assessment after investigation: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in germany and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: (B)(4). The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since anagni is not responsible for medical evals, we reserve to close this complaint as no conclusion possible. Additional info received from investigation site on (B)(4) 2012: assessment after investigation added.